Event description:
It was reported that this system was explanted due to erosion/infection. A new system was implanted on the right side of the body of the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this system was explanted due to erosion and infection. A new system was implanted on the right side of the body of the patient. No additional adverse patient effects were reported.